Manufacturer narrative:
This event did not result in death. There was no serious or life-threatening injury that resulted in permanent impairment of body function or structure reported. There was no physical device defect or malfunction reported in this case. Although there was no physical device defect or malfunction reported in this case, the implant was considered "malfunctioned" because it failed to perform as intended. The persistence of symptoms resulted in a re-intervention. It is noted that there were three lots of cervical cages used in the procedure: lot 1004457 (expiration on 4/20/2018), 1176498 (expiration on 1/25/2018), and 1210738 (expiration on 4/18/2018). The full patient ID is (B)(6), which could not be entered fully in a previous section of this form due to space constraint. Device not returned for evaluation.

Event description:
A surgeon performed a cervical fusion at c4-c7 on (B)(6) 2016 using cervical cages. Following the initial surgery, the patient's symptoms were not resolved. The patient consulted a second surgeon for another opinion. Upon examination and imaging studies, the second surgeon determined cage placement at c4-c5 was too medial and potentially causing nerve irritation. On (B)(6) 2016, the second surgeon revised the original cervical fusion by removing the initially placed cervical cages and implanting lateral mass screws and rods from c4-c7. The revision surgery was completed without incident.